Manufacturer narrative:
(B)(4). Patient information (ID, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The patient had the tracheostomy tube in for 1 week when the hole on the side of the flange broke. The trach did come out and the patient was recannulated by the nurses in the home.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed was observed one of the eyelets of the flange was broken. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the side of the tube flange broke. Re-cannulation of the patient was required.